Event description:
It was reported that on (B)(6), 2015 the perseus a500 did not deliver low flow, the bag collapsed but the air entertainment valve did not appear to open adn the ventilator ceased to function. There was no patient injury reported.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Manufacturer narrative:
The electronic log file was available for investigation. Three relevant cases could be reconstructed by means of the log entries. In two cases a short term disturbance caused by an intermediate leakage or patient relocation led to a fresh gas (fg) deficit. The device alarmed accordingly. The root cause for this disturbance during low flow condition could not be determined but the log entries prove that there was definitely no air entrainment during these two cases. For the third case the log entries confirmed the reported air entrainment situation, but clearly indicate that it was a result of inadequate fresh gas settings. The provided econometer / 02 uptake tools as well as the generated alarms have not been followed by the user. The fault/cause/remedy table in the perseus a500 instructions for use provide clear advice for the user in case of fg low alarms and/or air entrainment situations. Observations, where air entrainment was applied despite of well filled breathing bag could not be confirmed. The investigation has not revealed a device failure.